Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02118. It was reported that the patient's blood pressure became unstable and patient experienced discomfort. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery. Pre-dilation was performed with a 2.0mm x 15mm non-bsc balloon catheter. A 1.75mm rotalink¿ plus and a rotawire were selected for use. During procedure, rotablation was performed; however, the patient's blood pressure became unstable. It was further noted that the patient felt quite uncomfortable. The physician decided that the lesion was too tortuous and stopped rotablation because it could be dangerous for the patient. After the removal of the burr, patient's condition improved. The procedure was not completed. No further patient complications were reported and the patient's status was stable post-procedure.